Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient's aneurysm has been followed for some time and has demonstrated serial growth, when it was recommended to repair. Vessel morphology at the time of implant was not reported. The stent grafts were successfully implanted and the patient tolerated the procedure well. It was reported that 5 weeks later the patient presented with right limb occlusion of the endograft. A power injection was carried out which showed the right limb of the endograft to be patent with no residual thrombus. A kink was seen in the distal endograft with the common iliac artery. It was felt that stent was appropriate; therefore, a 14 x 40 mm smart stent was implanted within the endograft at the location of the kink. The stent was successfully implanted and ballooned. After completion of the balloon dilatation, completion angiography was carried out which showed complete anatomic resolution of the endograft abnormality with brisk flow of contrast through the stented segment and no residual abnormalities were seen. The patient tolerated the procedure well and was taken to the recovery area in stable condition. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: arterial and venous occlusion, kink. Conclusion: tortuous iliac arteries, unk cause of graft kink.